Event description:
It was reported that during the implant procedure, when the device was connected to the implanted leads, the right ventricle lead was not pacing. The device was replaced with another pace generator and the lead paced normally. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the returned device was analyzed and no anomalies were found.